Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's pacemaker was found to have been in back-up vvi mode. The cause of the back-up mode was unknown. Corrective programming changes were made on (B)(6) 2021 to successfully restore the pacemaker. The patient was recovering and no additional patient consequences were reported.